Manufacturer narrative:
The customer provided the bead mixer paddle for investigation. The investigation was unable to reproduce the customer¿s complaint. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant elecsys troponin t hs stat result on a cobas e 411 immunoassay analyzer. The initial troponin t stat result was 0.017 ng/ml and was reported outside of the laboratory. The physician questioned the result and requested a repeat. The repeat troponin t result was 0.058 ng/ml on a different analyzer. There was no allegation of an adverse event. The troponin t hs stat reagent lot number was 34588800 with an expiration date of 31-dec-2019. The field service engineer (fse) found the bead mixer paddle was not rotating and the belt was twisted. The fse corrected the belt and adjusted the bead mixer spinning rate. Two days later the issue reoccurred. The investigation is ongoing.